Manufacturer narrative:
The investigation determined that the incorrectly installed probe was cause of the issue and no further issues have occurred since the reinstallation of the probe.

Manufacturer narrative:
The customer noted that a probe was hitting a cup on the analyzer. It was determined the probe was installed incorrectly by the user during replacement. After installing the probe correctly, the instrument works fine. Precision studies were performed an no problems were noted.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas integra 400 plus. The sample initially resulted with a glucose value of 327 mg/dl and this value was reported outside of the laboratory to the patient. The sample was repeated on (B)(6)2020, resulting with a value of 99 mg/dl. The glucose reagent lot number was 46207001, with an expiration date of 30-jun-2021.